Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus obtained further information that the user facility believed that the reported event was attributed to contamination during the microorganism test by the user facility and there was no problem with the device. The user facility did not share any further details including the serial number of the device, and the investigation by the user is ongoing. The device has not been returned to olympus. The exact cause of the reported phenomenon could not be conclusively determined.